Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The eri battery status was activated on (B)(6) 2024. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage and impedance showed a depleted battery. Further extensive analysis of the battery revealed an internal short circuit that led to an elevated self-depletion of the battery and therefore contributed to the clinical observation. In conclusion, an elevated self-depletion of the battery was found to be the root cause for the clinical observation.

Event description:
It was reported that the device shows the eri status. The pacemaker was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The eri battery status was activated on october 02, 2024. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The analysis is still ongoing. As soon as the analysis results become available, this report will be updated.

Event description:
It was reported that the device shows the eri status. The pacemaker was explanted.